Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two-day post implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had high and undefined impedance measurements. It was noted that the physician forgot to fix the screw at implant. Revision was done and the device remains in use. No patient complications have been reported as a result of this event.